Event description:
The pt reports a result on her one touch meter at 8/a on 7/9 of 75 mg/dl. No insulin was taken. She drank orange juice at 8:15/a. Because she was feeling "weak and couldn't breathe," a friend transported her to the hospital where a meter result of 442 mg/dl (unk brand) was obtained. Her meter read 65 mg/dl at the same time. A subsequent lab result was "600 something." The pt was admitted and treated with an injection of nph and later an intravenous of "nph" insulin. She was discharged on 7/10/98. The meter is not cleaned according to MFR's recommendations. It is cleaned only once per month and is cleaned with alcohol, a practice that is warned against the owner's instructions for use. In addition, the pt was using test strip lot # 411850a which expired in december, 1997.